Manufacturer narrative:
Complaint #(B)(4) received. No product malfunction was alleged. Device was not returned for evaluation.

Event description:
The customer claims the patient had frostbite following the removal of the cover. No device malfunction alleged. The patient never managed to reach the required temperature due to a problem with the hypothalamus.